Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use, and initially worked. At the time of the issue, the instrument was not grasping or clamping on tissue. The instrument was installed on patient side manipulator (psm) arm 2 and was removed with the trocar. The surgeon elected to discontinue using psm arm 2. The procedure was completed with the remaining psm arms. It was further confirmed by the field service engineer (fse) that following field evaluation, there were no issue on any of the psm arms. Isi received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event could not be confirmed. Visual inspection of the received instrument found no damage. The instrument was functionally tested and passed all testing specification with no issue found. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the maryland bipolar forceps instrument allegedly failed to unclamp and was unable to be removed from the patient side manipulator (psm) arm even after using the instrument release kit (irk). No known impact or patient consequence was reported. No further information was provided at this time.

Manufacturer narrative:
The maryland bipolar forceps involved with this event has been requested to be returned. However, as of the date of this report, the instrument has not yet been received for failure analysis evaluation.